Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level was 400 mg/dl to "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.